Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time ( (B)(6) 2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). Since the failure is already known by the manufacturer, the product was not requested for sample investigation. Maquet cardiopulmonary has already initiated a CAPA (B)(4), based on several complaints showing the same symptoms with different material numbers than the one in this complaint, in order to determine the root cause and initiate further actions to determine corrective measures for the failure.packaging of hls cannulae is currently made with medical paper pouch and needs to be changed with stronger material i.e. Tyvek and better plastic film with higher tear strength. The thickness of cardboard box is also need to be increased for higher rigidity since the cardboard box working both as a shelf box and a shipper box. A review of the device history record was performed with no abnormality found. No other product complaint was received for the lot number 92198671. Based on the CAPA, the most probable root causes can be defined as: packaging instructions are insufficient and the training of the instructions were not successful. Product does not own a shipper box with optimum dimensions. There is no control point for packaging integrity after mcp tr till customer. No specific shipping procedure xpo to customer and no specific packaging procedure in xpo. All these findings will be evaluated and completed under CAPA. The received picture and similar complaints have been examined and similar failures were found according the different article number. Based on the investigation, the failure could be confirmed. Health hazard evaluation (hhe) has been performed for this CAPA ((B)(4)). In summary of the hhe, the identified risk is formally justifiable for this device and issue because of the seldom or unlikely likelihood of occurrence of harm. Based on this, no field action has been performed ((B)(4)). According to the hls cannulae design verification report performed on 2016-07-26 ((B)(4)), verification outcome of shelf life test passed acceptance criteria no visible damages of the packaging to a critical degree for further improvement in the scope of CAPA, the ecr (engineering change request) with the number (B)(4) has been initiated to change the primary packaging of hls cannuale from medical paper to tyvek blister packaging.

Event description:
It was reported that when opening the outside packaging of the device,it was noticed that the inner packaging is perforated. The product was not used, no clinical consequence was reported. Complaint: #(B)(4).